Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 6 months. The device was returned for investigation. The evaluation is not yet complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that high lactate dehydrogenase (ldh) level was observed and a possible embolic bowel was suspected. Log file analysis completed by the manufacturer¿s technical services representative observed an increase in power with a higher flow that has been linked to the presence of thrombus. It was reported that the patient had hematuria, elevated ldh, and underwent a pump exchange for suspected thrombus on (B)(6) 2018. The patient¿s outflow graft was reviewed through imaging and no issues were observed. The pump body was exchanged through a subcostal incision and thrombus was visualized around the inflow and outflow stators. No further information was provided.

Manufacturer narrative:
The evaluation of the returned device confirmed the presence of pump thrombosis. The left ventricular assist system (lvas) was returned assembled with the driveline cut approximately 2 inches from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit, the sealed outflow graft, and the sealed outflow graft bend relief were not returned. The outlet elbow was returned unattached to the pump outlet port. Examination of the pump blood-contacting found a denatured ring of tissue-like thrombus adhered to the inlet bearing and inlet bearing cup. The deposition showed laminated layering, indicating that the thrombus formed over an undetermined period of time while the pump was supporting the patient. Examination of the proximal side of the outlet stator revealed a denatured deposition occluding the outlet stator. The lack of laminated layering and structure suggests that the deposition did not initially develop in the outlet stator. Although a root cause for the development of the depositions could not conclusively be determined through this evaluation, they could have contributed to the patient's elevated lactate dehydrogenase (ldh). The remaining blood contacting surfaces were free from any deposition or thrombus formations. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.